Event description:
Provider states, the right brake will not lock. Provider was advised only one year on brakes and will need proof of sale if want covered under warranty. No further information provided.